Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2012, during a procedure of the mildly tortuous, de novo, ostial to mid ramus diffused lesion, a 2.25 x 15 mm xience v stent was implanted. It was noted that the patient presented on (B)(6) 2013 with complaints of chest discomfort and angiography revealed mid in-stent restenosis. The patient is currently being treated with medication only. The patients condition has been noted as stable and doing fine. There was no adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.